Event description:
Caller reported that the cartridge was not fitting properly on the pump due to difficulty in navigating guide tracks. Blood glucose level of the customer did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer through inspecting and cleaning the pump, checking the cartridge o-ring, and reloading processes. Eventually, the caller successfully loaded the cartridge onto the pump and resumed insulin administration.